Event description:
It was reported that the patient underwent a posterior spinal fusion at l2-s1 using rhbmp-2/acs. The surgery was uneventful, no noted complications, and the patient discharged from the hospital. Approximately 2 months post-op, the patient returned for additional medical care with a deep infection, cultures indicated (B)(6). Patient was admitted to the hospital and underwent surgical treatment of the infection.

Manufacturer narrative:
Implant date: (B)(6) 2012. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.